Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited failure to sense and had high pacing impedance measurements. The physician made several attempts to implant the ra lead but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition throughout.